Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to recharge ipg and stimulation was lost. Troubleshooting was attempted to no avail. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.